Manufacturer narrative:
(B)(4).

Event description:
It was reported "the luer-hub (blue) was falling off from the extension line". No patient harm. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen cvc for analysis. Signs of use in the form of biological material was observed inside all three extension lines. Visual analysis revealed that the medial extension line contained a hole directly adjacent to the luer hub (blue hub). Microscopic examination confirmed the damage and revealed that the extension line was still molded within the luer hub. The catheter body length from the juncture hub to the distal tip measured 219mm which is within the specification limits of 207mm-227mm per the catheter product drawing. The medial extension line outer diameter measured 2.16mm, which is within the specification limits of 2.13mm-2.21mm per the medial extension line extrusion product drawing. The medial extension line inner diameter measured 1.4732mm which is within the specification limits of 1.420mm-1.500mm per the medial extension line extrusion graphic. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "flush each lumen with sterile saline solution, to establish patency and prime lumen(s)". When the medial line was flushed, water leaked from the hole adjacent to the luer hub. The proximal and distal lumens flushed as intended. A manual tug test confirmed that the proximal and distal luer hubs were secure to the respective extension lines. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The IFU also states, "clinicians should be aware that slide clamps may be inadvertently removed". The customer report of an extension line leak was confirmed by functional and visual inspection of the returned sample. The medial extension line contained a hole directly adjacent to the luer hub. When the medial line was flushed, water leaked from the hole. A device history record review was performed based on sales history, and no relevant findings were identified. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The CAPA investigation indicated the root cause of this issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported "the luer-hub (blue) was falling off from the extension line". No patient harm. The device was removed and replaced. The patient's condition is reported as fine.

Event description:
It was reported "the luer-hub (blue) was falling off from the extension line". No patient harm. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.